Manufacturer narrative:
Manufacturer has tried multiple times to contact patient to gather more information, no response from patient. Manufacturer has contacted patient's dr's office for more information, they will not provide due to hipaa.

Event description:
Patient experienced a/e after using the device for the 6th stimulation, approximately 5 minutes after treatment. She experienced neck twitching, lymph node and neck were swollen and left arm was numb and unable to move, went to the emergency room.

Manufacturer narrative:
Manufacturer has tried multiple times to contact patient to gather more information, no response from patient. Manufacturer has contacted patient's dr's office for more information, they will not provide due to hipaa. Originally submitted as a 5 day reportable. FDA sent response since there is no remedial action listed, should it be 5 day? We are modifying to a 30 day as there was no remedial action. Have attempted multiple requests to patient and dr for follow-up, so far no responses. Patient went to ER and was released with valium. At this time, we do not think there was a stroke as patient was discharged. We do not feel this was device related but, due to no further information at this time, we are submitting as a reportable MDR.

Event description:
Patient experienced a/e after using the device for the 6th stimulation, approximately 5 minutes after treatment. She experienced neck twitching, lymph node and neck were swollen and left arm was numb and unable to move, went to the emergency room.

Manufacturer narrative:
Manufacturer has tried multiple times to contact patient to gather more information, no response from patient. Manufacturer has contacted patient's dr's office for more information, they will not provide due to hipaa. Originally submitted as a 5 day reportable. FDA sent response since there is no remedial action listed, should it be 5 day? We are modifying to a 30 day as there was no remedial action. Have attempted multiple requests to patient and dr for follow-up, so far no responses. Patient went to ER and was released with valium. At this time, we do not think there was a stroke as patient was discharged. We do not feel this was device related but, due to no further information at this time, we are submitting as a reportable MDR. The electrocore ae team consisting of the qa vp and director, vp/chief medical officer, clinical manager and associate director/bsn/rn, along with vp medical affairs, met to evaluate the patients physician diagnosis which was obtained. The physician said she had similar symptoms previously, prior to use the device and that this was not device related. Based on this, the complaint file was updated accordingly.

Event description:
Patient experienced a/e after using the device for the 6th stimulation, approximately 5 minutes after treatment. She experienced neck twitching, lymph node and neck were swollen and left arm was numb and unable to move, went to the emergency room